Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer pfo occluder was selected for implantation using a amplatzer trevisio intravascular delivery system. During deployment, the right disc deformed into a tire shape. The device was removed from patient anatomy and replaced with another 25mm amplatzer pfo occluder. The device was released inside patient anatomy. There was no angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of reported incident could not be conclusively determined.